Event description:
Additional information received reported that the patient broke her shoulder when she fell in the bathroom on carpet. After the fall the patient had a return of symptoms and didn't feel stimulation. The patient increased stimulation from 2.5v on program 1 to 3.0v on program 1 where she felt comfortable stimulation. It was noted that the patient had lots of x-rays due to the shoulder injury.

Event description:
Additional information received reported that the cause of event was a fell on the left shoulder after falling asleep while urinating. It was stated that no devices were damaged during the fall. Impedances were normal. No surgical intervention was needed on the device; just on the patient's left shoulder. It was stated that x-rays of left shoulder and lumbar spine were taken and the lumbar spine was normal. The reporter stated that reprogramming was done on (B)(6) 2012. Hospitalization was required and there was no serious injury. The reporter further stated that the event did not occur due to device and device was checked post fall and impedance checks were normal. The patient experienced improvement with her urinary incontinence.

Manufacturer narrative:
Product ID 3889-28, lot# v399339, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient stated that she 'wet the bed 3 times' a few nights ago. It was noted that the patient broke her shoulder on saturday and an x-ray was performed. The patient stated that 'when she was under stress, her device got goofy.' It was noted that the patient was helped to turn her device back on, 'when it was found to be off.' The patient was using program 1 at 2.5.